Event description:
The customer called to report that water got inside the insulin pump screen. The customer also stated that the insulin pump alarmed. The reported blood glucose reading was 105 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify any alarms due to the blank display.